Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided instructions, malfunction did not recur after reset, caller was advised to continue using pump and to call back if malfunction occurred again, and caller acknowledged and understood instructions.